Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per email received from dealer, she stated that the red emergency pull was broken and a new one was needed.